Event description:
The subject device was received at an olympus service center with no complaint. There was no patient or user injury reported. During inspection and testing, service found the endoscopic image was blurry. This report is being submitted for the malfunction [blurred image] found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information please read before use. Warnings and cautions. During the device evaluation, service found that due to damage on the charge coupled device (ccd) unit, there were black dots and shadows in the image, and the specified resolving power was not obtained. The light guide bundle was broken. Due to deformation of the nozzle, water removal ability did not meet the specifications. The bending angles in the up, down, left, and right directions did not meet the specifications. The right/left knob was deformed and made an abnormal sound. The instrument channel was damaged and leaking. The electrical connector was deformed and leaking. The nozzle was deformed. The objective lens was chipped and had scratches. The scope cover unit, scope connector, universal cord, switch 1, the grip, and scope cover, had scratches. The universal cord protector on the scope connector side was sticky. The universal cord protector on the control section side was scratched. The light guide lens, bending cover (a-rubber), distal end cover, right/left knob, and up/down knob were dirty. The adhesive on the a-rubber was detached, leaving a gap. The connecting tube was wrinkled, and the coating was peeling. The image guide protector was cut. The suction cylinder was shaved. The scope cover and universal cord had discoloration. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.